Manufacturer narrative:
The endogator hybrid tubing was not returned for evaluation. Without the returned device, a root cause could not be determined. The endogator hybrid tubing instructions for use states, "always inspect the gi endoscope's o-rings and gaskets (air/water button, gi endoscope connection, etc.) For damage. Damaged components can result in less than optimal performance of the endogator hybrid irrigation tubing. Sterility is not guaranteed if package has been opened or damaged. Do not use if packaging or product is damaged. Endogator hybrid irrigation tubing is for 24 hour use (discard daily).". No additional issues have been reported.

Manufacturer narrative:
The device history record of the lot subject of the reported event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. Steris has requested the endogator hybrid tubing subject of the reported event be returned for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure which included use of the endogator hybrid tubing, sterile water leaked from the endoscope. The patient did not require additional medical intervention. No report of injury or procedure delay.